Manufacturer narrative:
The rubella igm elecsys results for samples 7-12 were previously confirmed by two different methods. The different methodologies and results were not provided. No elecsys rubella igm results were reported outside the laboratory, only the immulite results were reported. In the case of positive results, only the results that were confirmed by other methodologies were reported outside the laboratory.

Manufacturer narrative:
New additional information received: the methodologies used which confirmed the rubella igm elecsys results for samples 7-12 were elisa, elfa, izaga and "imunoflurecence".

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation of the samples, provided by the customer, verified the negative rubella igm results. The negative results were further confirmed by platelia rubella igm and euroimun avidity rubella igg assays. The investigation determined the elecsys rubella igm results should be reliable.

Event description:
The customer received some conflicting rubella igm results for an unknown number of patients samples. The customer provided results for 44 samples, results for 12 samples were discrepant. Dates of testing were not provided. The samples were tested on this cobas e 601 analyzer and on an immulite analyzer. Sample 1, cobas e 601 module result was 0.252 coi. The immulite result was 1.150 coi. Sample 2, cobas e 601 module result was 0.312 coi. The immulite result was 1.150 coi. Sample 3, cobas e 601 module result was 0.376 coi. The immulite result was 1.460 coi. Sample 4, cobas e 601 module result was 0.241 coi. The immulite result was 1.520 coi. Sample 5, cobas e 601 module result was 0.241 coi. The immulite result was 1.420 coi. Sample 6, cobas e 601 module result was 0.266 coi. The immulite result was 1.600 coi. Sample 7, cobas e 601 module result was 0.252 coi. The immulite result was 1.260 coi. Sample 8, cobas e 601 module result was 0.314 coi. The immulite result was 1.320 coi. Sample 9, cobas e 601 module result was 0.248 coi. The immulite result was 1.860 coi. Sample 10, cobas e 601 module result was 0.248 coi. The immulite result was 1.470 coi. Sample 11, cobas e 601 module result was 0.328 coi. The immulite result was 2.050 coi. Sample 12, cobas e 601 module result was 0.266 coi. The immulite result was 1.280 coi. Roche reference values: negative: <0.8 coi grey: > or = 0.8 to <1 coi positive: > or = 1 coi immulite reference values: negative: <0.9 coi grey: > or = 0.9 to <1.1 coi positive: > or = 1.1 coi the patients range from (B)(6) years of age, specific patient information was not provided. The elecsys rubella igm reagent lot number is 158517.